Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1,a4: patient weight and initials were not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined that the root cause of the navigation inaccuracy experienced in the or was due to the snapshot tracker diverged or loose attachment to the arm, resulting in lateral misalignment of the navigation. As to right l3 and l4 deviation, as the deviated trajectories were the last two trajectories executed, platform or patient shift cannot be ruled out. A waterbed effect and/or the navigation inaccuracy may have been contributing factors. B01, c13, d11 are applicable to the clinical analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgeon felt inaccurate on the right side and the left side was showing 3-4mm laterally off in axial the entire time during the procedure. The surgeon was working from l3-s1, starting on s1 left working their way up. As they were bringing drills & taps down, left side was lateral 3-4 mm in the software. The surgeon took another spin and performed an accuracy check, everything looked the same on the left side. Still 3-4 mm off. They sent the guidance system to the right side to put in k-wires on each level. They took another spin for confirmation and determined right l3 and right l4 was more medial than what was planned. Roughly 2mm medially off. There was no soft tissue pressure and no platform issues. The manufacturer representative thought there was a potential issue with the snapshot tracker. The surgeon noted the mismatch from the instruments was notable. Prior to the procedure, the surgical arm passed a built in self test (bist) and advanced accuracy test. The issue extended the surgical time by less than 1 hour. There was no impact on the patient outcome.